Event description:
While treating a patient with the model 3100a, the operators noticed a load hissing sound & however, the 3100a appeared to be functioning properly. The patient was placed on another 3100a without incident.